Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the stem that was reportedly loose did not reveal any related manufacturing deviations or anomalies. Sterilization certifications have been reviewed for all device product/lot combinations associated with this report. There were no deviations or anomalies identified. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address hip pain, femoral loosening and infection. Update (B)(6) 2011 - litigation papers allege pt has sustained and will continue to sustain contamination of and damage to tissues and blood, subsequent surgery, pain, suffering, disability, impairment, loss of enjoyment of life, and economic damages.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.